Event description:
It was reported the valve was implanted in 2008. One day postoperatively the valve was explanted due to the surgeon not being satisfied with the way the valve was functioning. The valve was replaced with a smaller 17 mm sjm valve of the same model. Additional information has been requested.